Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did no alarm when the pt's insulin delivery was completed. At an unspecified time, channel 2 of the device was programmed using the drug library to deliver insulin 1mg/ml. No specific programming parameters were provided. At 1130, the nurse noted the device did not alarm when the volume to be infused was complete. The device was removed from clinical service. Therapy was immediately resumed using a replacement device. It was reported, the nurse had found that the device did not alarm 30 minutes after it was expected. At an unspecified time, the customer contact reported the pt's blood glucose was mid 200's, instead of the expected 130-140. The customer contact reported the insulin delivery was increased. No specific programming parameters were provided. It was reported after a couple of hours, the blood glucose level was back to 130-140. The physician was not notified. It was reported there was no delay in the pt's discharge from the hosp. During testing at the user facility, an e301 (audio alarm failure) was noted in the device history. Though requested, no additional info was provided.